Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 12 events were reported for this quarter. Product return status: 6 devices were received for evaluation; 6 devices were not available to stryker for evaluation. Evaluation status: 6 events were confirmed during testing, - 6 devices were found to be affected by corrosion. Product disposition: this device is not repairable and was not returned to the user facility. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 12 malfunction events in which the device reportedly overheated; 12 events had no patient involvement; no patient impact.